Event description:
During a coil embolization of a pcom aneurysm, a one to one relationship between the coil and the delivery wire was lost and the coil could not be advanced or retrieved. During additional attempts to remove the device, the coil stretched, unraveled and detached. Attempts were made to retrieve the coil with alligator retrieval devices (4mm and 5mm), but the attempts failed, and the unraveled coil was left in the place by deploying a 4.5x60cm expert biliary stent. It was reported that there was some resistance between the coil and the prowler select lpes microcatheter (mc) that the physician indicated could be caused by the lost of lubricity of the microcatheter. The bi-lobed aneurysm measured 13x7.5x9mm. A constant flush was maintained and readjusted at all times during the procedure. During the procedure, the coil was not utilized like a guidewire. Due to the event, the aneurysm could not be completely obliterated. The pt will be treated in two months.

Manufacturer narrative:
The prowler select lpes microcatheter (mc) was discarded and therefore, is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the available info and without the return of the microcatheter for analysis, no conclusion can be made regarding the reported resistance between the mc and the trufill dcs orbit coil system or the speculation by the physician that it may be due to loss of lubricity. It is possible that procedural factors including vessel characteristics contributed to the resistance. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00027.